Manufacturer narrative:
(B)(4).

Event description:
Patient's fiance contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's fiance stated values were up to 25% off. At the time of contact, no injury or medical intervention was reported.